Event description:
As reported by the user facility: paramedic stuck with a used stylet that was lodged in the hinge of the small medication box from an earlier time. The protective clip was dislodged and paramedic got stuck in the finger. Regular needle stick protocol followed through occupational health. No sample for return. Add'l info provided by the user facility indicated the paramedic suffered no adverse sequela associated with the incident and all protocol bloodwork testing performed has been negative. The sample has been discarded and is not available for eval. The lot number remains unk.

Manufacturer narrative:
The actual device in the incident was discarded and was not returned to the MFR to be evaluated. A lot number and an item number were not reported. Without the sample a thorough eval could not be performed. No specific conclusion can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guideline and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The circumstances surrounding this incident indicate that the used needle was lodged in the hinge of a medication box from an earlier time and was not disposed of into a sharps container after use. It cannot be determined if the clip malfunctioned or if the clip became dislodge when removing the sample from the hinge of the medication box. No specific conclusions can be drawn. All available info has been provided to the actual MFR in other country.